Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified circumflex artery (cx). A 10x3.00mm flextome cutting balloon and two 10x2.50mm flextome cutting balloons ruptured during inflation. One 10x2.50mm flextome balloon ruptured at 8atm on the third inflation and the other two balloons ruptured below nominal pressure. A sharp protrusion was noticed within the calcification and it was considered that the balloons came in contact with that protrusion and ruptured. The balloons were simply removed and the patient's condition was good post procedure.